Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a reaction at the insertion site and under the adhesive patch. The patient reported that scarring and welts were under the adhesive patch, but more concentrated under the sensor pod. The patient also reported that the skin was red and inflamed after removing the sensor. The patient had discussed a potential allergy with an endocrinologist at a regular visit. At the time of his call to technical support, the patient reported that she was fine with some red dots.